Manufacturer narrative:
(B)(4).

Event description:
The 5x100 nanocross was advanced to the sfa for dilatation of an in-stent restenosis. The balloon was inflated to 8 atm when they noticed the balloon ruptured within the stent. The second 5x120 nano was then opened and advanced to the same location in the stent. The balloon was inflated to 7 atm when they noticed that balloon also ruptured. Next the 014 wire was replaced with a 035 wire for a more durable balloon. An evercross balloon was advanced to the same location and blown up. The balloon worked great and a good result was achieved. The case was then closed.